Event description:
A healthcare facility in china reported the following sequence of events for a patient who was experiencing late-stage cancer and was admitted for palliative care. On (B)(6) 2023, at approximately 2 am, a blockage alarm was triggered on a pt101 airvo 2 humidifier (airvo 2) and a nurse immediately addressed the issue, the alarm was resolved in approximately five minutes. On (B)(6) 2023, at 9 am, while on the subject airvo 2 the patient desaturated from around 80% spo2 to around 20% spo2. The healthcare facility reported that when the opt944 optiflow + adult nasal cannula used with the airvo 2 was removed it was felt by a nurse that the air flow from the nasal prongs was lower than expected. Immediate resuscitation measures were taken. An oxygen storage mask was provided to the patient while the patient was placed on another airvo 2, and the patient's saturation level increased. The healthcare facility reported that following the reported event the patient was then transferred to the ICU due to the patient's condition. It was also reported that two days after being transferred to the ICU that the patient passed away due to continued deterioration of the patients pre-existing conditions. The medical cause of death was requested; however the healthcare facility did not provide this information.

Manufacturer narrative:
(B)(4). Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint airvo 2 device was received at f&p in new zealand for investigation, where it was visually inspected. Our investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and our knowledge of the product. Results: visual inspection of the returned device revealed no signs of damage to the device. The device was powered on and the device's display, audible alarm and oxygen sensor were found to be operating as expected. A review of the device log showed no recorded errors. The device was tested by running for several hours with no fault found. Conclusion: f&p's investigation was unable to determine the cause of the reported malfunction, there was no fault found with the returned device. The healthcare facility reported that the patient recovered following the reported event and was then transferred to the ICU, the patient then passed away two days later due to continued deterioration of their condition. The medical cause of death was requested; however the healthcare facility did not provide this information. It was reported that the patient was admitted for palliative care for late-stage cancer. During the manufacturing process, quality control measures ensure each manufactured airvo 2 meets specification. These quality control measures are performed at the end of the final assembly process on 100% of the manufactured units. Any unit that fails any of these tests will be rejected. The subject device would have met the required specifications. The device history record (dhrs) for the batch was reviewed. No nonconformances were noted on the DHR and it is confirmed the batch was manufactured according to specification and passed all the required control measures. The user instruction (ui) of the pt101 airvo¿ 2 humidifier states: "never block the air openings of the unit or place it on a soft surface such as a bed or couch/sofa, where the filter area may be blocked. Keep the air openings free of lint, hair etc." "Ensure an air filter is fitted when operating your unit." "Never drop or insert any object into any opening or tube." "The unit is not intended for life support." "Appropriate patient monitoring must be used at all times. Loss of power means loss of therapy." "Use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." "Never operate the unit if it is not working properly."

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. The user instructions which accompany the airvo 2 state the following: - "the unit is not intended for life support." - "appropriate patient monitoring must be used at all times. Loss of power means loss of therapy." - "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." - "never operate the unit if it is not working properly."

Event description:
A healthcare facility in china reported the following sequence of events for a patient who was experiencing late-stage cancer and was admitted for palliative care. On (B)(6) 2023, at approximately 2 am, a blockage alarm was triggered on a pt101 airvo 2 humidifier (airvo 2) and a nurse immediately addressed the issue, the alarm was resolved in approximately five minutes. On (B)(6) 2023, at 9 am, while on the subject airvo 2 the patient desaturated from around 80% spo2 to around 20% spo2. The healthcare facility reported that when the opt944 optiflow + adult nasal cannula used with the airvo 2 was removed it was felt by a nurse that the air flow from the nasal prongs was lower than expected. Immediate resuscitation measures were taken. An oxygen storage mask was provided to the patient while the patient was placed on another airvo 2, and the patient's saturation level increased. The healthcare facility reported that following the reported event the patient was then transferred to the ICU. It was also reported that two days after being transferred to the ICU that the patient passed away due to continued deterioration of the patients pre-existing conditions. The medical cause of death was requested; however the healthcare facility did not provide this information.